Manufacturer narrative:
Review of the software flags was completed and consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction.

Event description:
A us distributor reported a german patient experienced an injury while wearing the lifevest. The lifevest alarming startled the patient and the patient hit her head and developed a hematoma that was reported to be the size of a hand. There is no indication of medical intervention. There is no alleged device malfunction. The patient's medical outcome is unknown. The patient ended use of the lifevest.